Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the black box showed evidence of a call service (cs 054) alarm. The pump was unable to be tested for 24 hours due to the cs 064 alarm. There was moisture observed under the display and internally when the pump case was removed. Unrelated to the original complaint, the display was dim, faded and discolored and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.